Event description:
A monarc sling was implanted to treat stress urinary incontinence. It was reported that, "as a result of having the monarc implanted in her," she has "experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery, " "has endured impaired physical relations with her husband," and suffered economic loss, including, but not limited to medical services.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.